Manufacturer narrative:
Primary unique device identification (UDI) number was corrected to include di number.

Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing resulted in an inappropriate mode switch episodes. No intervention or procedure was performed. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.